Event description:
Boston scientific rec'd info that this right ventricular (rv) lead was exhibiting high pacing thresholds and loss of capture at 6.0 volts at 0.5 ms. A revision procedure was performed and the rv lead was explanted and successfully replaced. No add'l adverse pt effects were reported. The pt insisted on keeping the lead, therefore, the lead will not be returned for analysis. There were no allegations against the lead from the physician.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.